Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that alerts for high, out of range hv lead impedance were seen upon device interrogation. The pocket was opened and the rv pin was found to be loose. The pin was removed, replaced and tightened into the set screw. No further information is available.